Manufacturer narrative:
The complaint investigation for false elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 62084fp00 is within the established control limits. The historical performance of the reagent lot will be used in place of retained file sample analysis; therefore, no unusual reagent lot performance was identified for 62084fp00. The device history record review did not identify any non-conformances, deviations, or potential non-conformances with lot number 62084fp00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 62084fp00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for one sample. (B)(6)2024 sid (B)(6) initial undiluted result = > 1200 u/ml, repeated three times with 1:10 dilution = 1150 u/ml, 752 u/ml, 791 u/ml. No impact to patient management was reported. Update: additional information provided on 28aug2024. The patient is diagnosed with an unspecified cancer. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for one sample. On (B)(6) 2024 sid (B)(6) initial undiluted result = > 1200 u/ml, repeated three times with 1:10 dilution = 1150 u/ml, 752 u/ml, 791 u/ml . No impact to patient management was reported.

Manufacturer narrative:
Section e1 phone number completed information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete this report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31. All available patient information was included. Additional patient details are not available.